Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur, allowing continued use of the pump.